Event description:
It was reported that the patient was experiencing ineffective therapy. X-ray imaging confirmed that both leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.